Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received inappropriate shock for supraventricular tachycardia. It was noted that the patient was non-compliant with medication. Programming changes were made. The patient was doing well afterwards, and will continue to be monitored.